Manufacturer narrative:
Evaluation - method: troubleshooting and evaluation was done by the customer. Evaluation - results: root cause for the leak was that the wbc bath was loose from the fitting. Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a yellow fluid leak inside the beckman coulter coulter lh 750 hematology analyzer under the laser but was unable to determine the source of the leak. Customer was wearing proper protective equipment consisting of a lab coat, face shield and gloves and no exposure or injury was associated with the leak. Customer stated that there was no report of results being affected as a result of the leak and therefore no changes to patient treatment was associated with this event. Field service engineer (fse) had contacted the customer and stated that the customer had found the leak to be coming from the bath area. Customer reported that the white blood cell (wbc) bath was loose from the fitting but had been properly placed so it was no longer loose. The issue was resolved and the customer had cancelled the service call.